Event description:
Describe event or problem.

Manufacturer narrative:
This report serves as summary reporting serious injury events. The notification of these events was provided in 2007 by the law firm as a result of claims. See additional scanned page.